Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There was kink in the basket sheath 92cm from the distal tip. Functional testing determined the handle actuated the basket formation; however, the basket formation did not fully expand. The clear sheath had accordioned and slid up over the basket wires preventing the basket formation from fully opening. The clear sheath has slid off of the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would not open properly due to sheath damage. The distal end of the basket sheath was found to have had the clear outer sheath moved distally, and it was wrinkled and covering the basket, preventing it from opening properly. It appears the device was caught on another device being used, possibly the scope, and when the basket was retracted, the sheath caught on the other device and was pushed distally until it covered the basket. Two other complaints were also reported from the same procedure (B)(4) for another nge-022115 basket and (B)(4) for a wire guide. Both were found to have damage consistent with the devices becoming caught during the procedure and being damaged during removal. Based on the evidence from all 3 devices used during the procedure, the likely cause for the complaint is that the basket sheath was caught on another device being used and was damaged when retracting the basket device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy, a ngage nitinol stone extractor was found to not open and close properly. Another same device was used to complete the procedure. It was reported that the patient did not experience any adverse effects due to this occurrence.